Event description:
It was reported that sometimes post port placement, the device beaks with a certain medication infusing through the needles. Further it was reported that there was medication leaking with visible fluid and blood. There was no reported patient injury. 03 july 2024 received response from initial reporter: it was reported there have been 5 incidents dating back to (B)(6) 2023, patient being treated for leukemia. During infusion, it breaks where the tube meets the cap (connection). There were no kinks or compressions in the tube. Patients ages vary between 2-11 years. The patients had an interruption to chemotherapy infusion that delayed care and had to be re-accessed with a different non-coring needle. It was reported this occurred five times. This report addresses the fourth event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.